Manufacturer narrative:
(B)(4). This complaint could not be confirmed due to lack of sample being available for evaluation. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report of a leak in the transfer set. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.